Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-110mg/dl fasting. Verified test strips expire 06/24/2017. Customer stores test strips in the bathroom, and opened vial date is (B)(6) 2015. Reviewed meter memory 167mg/dl, (B)(6) 2015 07:00:00 am fasting: yes. 140mg/dl, (B)(6) 2015 07:03:00 am fasting: yes. 152mg/dl, (B)(6) 2015 07:08:00 am fasting: yes. 187mg/dl, (B)(6) 2015 07:00:00 pm fasting: yes. 133mg/dl, (B)(6) 2015 07:30:00 am fasting: yes. Customers concern: 187mg/dl and 167mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions. Additional product codes added. Correction of lot #: test strip lot # rs4582.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-110mg/dl fasting. Verified test strips expire 06/24/2017. Customer stores test strips in the bathroom, and opened vial date is (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: 187mg/dl and 167mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-110mg/dl fasting. Verified test strips expire 06/24/2017. Customer stores test strips in the bathroom, and opened vial date is (B)(6) 2015. Reviewed meter memory: (B)(4). Customers concern: 187mg/dl and 167mg/dl. No adverse event reported.